Event description:
Additional information was received indicated the coil has detached inside the catheter at the middle proximal central part.

Manufacturer narrative:
A search for non-conformances associated with this part lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that when the coil was positioned in the aneurysm, it would not detach after multiple attempts were made. A new detachment controller was used, but the device would not detach. The device was attempted to be removed when the implant prematurely detached inside the catheter. The coil and microcatheter were both removed from the patient. There was no patient injury or intervention. The procedure was completed by using other competitor coils without any complications.

Event description:
See h10.

Manufacturer narrative:
The investigation of the returned coil system found the pusher bodycoil kinked/damaged at the middle section, the proximal connector kinked, and the implant stretched, damaged, and separated from the pusher. The pusher's heater coil showed signs of activation using a detachment controller; therefore, the damage to the connector likely occurred post-activation. The investigation found the implant's monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher, likely during device removal as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.